Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband was visited to emergency room and the went to hospital due to high blood glucose on (B)(6) 2019 with blood glucose of 265 mg/dl. The customer's current blood glucose was 400 mg/dl. The customer was treated by bolus and insulin pen. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering. Customer was performing high pressure test but it was failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests.(B)(4).